Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became shattered and unresponsive. Reportedly, the display remains black and the pump is alerting. Customer's blood glucose level was not impacted. Contact stated customer has back up manual injections for insulin therapy.